Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 26,000 joules during a prostate procedure. A second fiber was used and reported under reference MFR report number 2937094-2012-00753; the case was completed with a different fiber. There was no report of any pt injury as a result of this event.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber.